Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00062. It was reported the leads intended for use showed low impedance after they were placed and connected to the patient's ipg. As a result, the doctor decided to remove both leads. The patient will be referred to a neurosurgeon to be implanted with a single/different model lead on a later date.